Event description:
On (B)(6) 2013, this 25 mm masters series valve was implanted. On (B)(6) 2013, the patient was taken to the hospital and passed away in the ER. The patient's husband reported that the valve failed due to four hinges breaking which caused the patient to suffocate.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).